Event description:
It was reported that no issues/leaks were found during pretesting. However, when medical solution was injected into the catheter, a leak was found close to the injection hub of the extension line of the distal lumen. As a result, the catheter was removed and replaced with a new one. The reporter stated that it is unk how long the catheter was indwelled in the internal jugular vein, but the leak happened the day the catheter was inserted. There were no reported pt complications and the pt was in good condition.

Event description:
The customer reported error code 1007 (unable to process test, activated read failure) generated while processing patient samples. The customer was using architect reaction vessel lot 70598p100. No impact to patient management was reported due to this incident.

Manufacturer narrative:
(B)(4). Architect i1000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.